Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported sheath distal tip torn and difficulty advancing through sheath has been could not be confirmed since the device was not returned. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in an existing product risk assessment investigation and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage,. Additionally, procedural factors such as challenging anatomy or non-coaxial advancement angles may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. A definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
E1 phone number (B)(6). Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in france, regarding an implant of an unknown sapien model valve in aortic position by transfemoral approach. During the advancement of the valve through the 14f esheath plus, resistance was found at the distal tip of the sheath. After removal, it was observed that the sheath distal tip was torn. The patient did not suffer any consequence due to this event.

Event description:
Additional information: as reported by an edwards lifesciences affiliate in france, regarding an implant of an unknown sapien model valve in aortic position by transfemoral approach. During the advancement of the valve through the 14f esheath plus, resistance was found at the distal tip of the sheath. After valve deployment during device removal, unusual resistance was also felt when withdrawing the commander delivery system through the 14f esheath plus. After removal, it was observed that the sheath distal tip was torn. The patient did not suffer any consequence due to this event and was noted as to be discharged.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information. Sections: b5 had been updated.